Event description:
Company representative reported with an issue of " forceps elevator angulation malfunction". The issue found during preparation for use for a diagnostic unspecified procedure. The device was replaced and the intended procedure was completed using a similar device. No harm was reported. No patient harm, no user injury reported . Device evaluation found broken light guide (lg) lens, foreign matter inside the lg lens observed. This report is being submitted due to the finding of broken light guide (lg) lens, foreign matter inside the lg lens observed ( stain entered inside the lens through the gap ) identified during device return evaluation.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found angulation in the up direction is out of standards due to worn of angle-wire. The gap of up/down knob is out of standards due to worn of angle-wire.. Forceps angulation is out of standards due to loose k-wire. The reported issue of "forceps elevator angulation malfunction" was confirmed. Furthermore, device evaluation found broken light guide (lg) lens, foreign matter inside the lg lens observed (stain(unknown material) entered inside the lens through the gap). Additionally, the following defects/findings were identified during device inspection: liquid leaks noted, found to be due to worn part of air/water (aw) cylinder. Screen is partly dark due to scratch of charge coupled device (ccd) lens. Electrical connector (el-connector) found corroded due to leakage. The adhesive part of a-rubber (ar) bending section found broken. The control part noted deformed. El connector noted deformed. Scope ID not identified. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material inside light guide (lg) lens was not on external surface of the device and could not be removed by reprocessing. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the reported event is likely due to lg lens was broken by physical stress while the user was handling the device. The event can be detected by following the instructions for use (IFU) which state: inspection of the endoscope: inspect the objective lens and light guide lens at the distal end of the endoscope¿s insertion tube for scratching, cracks, stains, gaps around the lens or other irregularities. The event can be prevented by following the instructions for use (IFU) which state: important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.